Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver functional tester: no performed, unable to be recognized by the functional tester. The receiver download passed. The complaint was not confirmed because the receiver passes testing. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.